Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and dat test at 0.08730 inches. No air bubble anomaly noted during testing. Unit upload properly using carelink pro. Unit had minor scratched display window and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has been having issues with high blood glucose and went into the hospital with diabetic ketoacidosis. The customer has been experiencing high blood glucose and the paramedics were called and took her into the hospital. Troubleshooting was performed and the customer's blood glucose was 575 mg/dl at the time of the event. The customer's current blood glucose is 199 mg/dl. The customer reported abdominal pain. The customer treated with lantis and humalog provided by the hospital staff for an unknown amount. The customer reported that they have contacted their healthcare professional regarding the high blood glucose. The date of hospitalization was (B)(6) 2017 at 3:00 pm. The blood glucose value when admitted to hospital was 500 mg/dl. . The customer was having a difficult time breathing and her heart rate was up. Troubleshooting was performed. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer declined to check for possible site/insulin issues. The customer would like the insulin pump returned.